Event description:
Boston scientific received information that this latitude communicator was being returned due melting of the communicator and the power cord. There were no injuries reported as a result of the melting. No adverse patient effects were reported. The patient indicated they would be returned the communicator.

Manufacturer narrative:
At this time, this communicator and power cord has not been returned. If additional information is received, this report will be updated.